Event description:
There was an allegation of questionable phosphate (inorganic) ver.2 results from the cobas 8000 c702 module. The initial result was 10.91 mmol/l. The repeat result was 2.47 mmol/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number was 82370701 with an expiration date of 31-dec-2025. The field service engineer cleaned the reagent probe and configured a special wash step. No further issues were observed. The investigation was unable to determine a specific root cause, but found the issue was resolved after the service actions.